Event description:
The pt received an scs system which included a percutaneous lead. It was reported the pt is feeling intermittently overstimulation. The physician has ruled out any external issues and has referred the pt for further examination. The pt is continuing to work closely with his physician to determine the next course of action. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.